Event description:
I had a total right hip revision in 2000. The prosthetic hip that was installed at that time was made of cobolt chrome. In 2005, the revision had to be removed because the stem had broken in half. This required a 10.5 hour surgery and is going to require 3 months rehabilitation.